Manufacturer narrative:
Date sent to the FDA: 02/21/2020. The manufacturing records could not be reviewed as the batch number is unknown. Additional h-3 summary: one open sample of product was received for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. Slight marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids on some barbs were noted and one side of the fixation tab was broken. Per the condition of the sample, it could not be determined what may have caused the reported incident to seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab.

Manufacturer narrative:
(B)(4). Attempts are made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown orthopedic procedure on unknown date and the barbed suture was used. It was reported that the fixation tab of the barbed suture was broken during use. There were no patient consequences reported.